Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to contribute or cause pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 10 atm during deployment of the graftmaster stent. There were no issues during removal of the stent delivery system (sds) and a balloon catheter was used to post dilate the stent and the perforation was sealed. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - it is reported that the stent graft did not cause additional complications or adverse events. The device was in working order and met manufacturing specifications. All samples passed the in-process controls during manufacturing of the devices. The device was not returned to abbott vascular for investigation; therefore, it is impossible to make an informed judgment to the root cause of the incident. No quality issue could be found; therefore, no corrective action would be implemented.